Manufacturer narrative:
Per phone conversation with the bme, the issue was ultimately not due to an aftermarket battery. The switch printed circuit board assembly (pcba), power management (pm) pcba, and user interface (ui) pcba were replaced to remedy the issue. Once the replacements were installed, the bme verified that the issue was resolved; the device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Per good faith effort (gfe) response, there was no patient involvement at the time the issue was discovered as the issue was discovered during setup. No patient or user harm was reported. Initially, the biomedical engineer (bme) believed that the cause of the issue was due to an aftermarket battery; however, after the bme's technicians unplugged the battery, the issue persisted as the device turned on when plugged into alternating current (ac) power without the battery connected. The bme requested that a certified philips fse arrive onsite instead of a sub-contractor. The repair is still pending.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not working correctly after a previous repair as it powered on by itself. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. Investigation is ongoing.